Manufacturer narrative:
A philips authorized service provider (asp) reported the customer declined service and repair due to the device being out of warranty. No additional details regarding the reported issue and its resolution are available. The device remains at the customer site.

Manufacturer narrative:
(B)(6).

Event description:
While in therapeutic use and after using for a period of time, the device prompts that the blower is overheated. No reports of patient/user harm/injury. This investigation is ongoing.